Manufacturer narrative:
Per field service engineer (fse) the customer reported incorrect device, it's not a v60 ventilator.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient blood oxygen saturation value decreased. The customer reported the unit was in use on patient, but there's no patient harm reported.